Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2006 at (B)(6) hospital center in (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.

Manufacturer narrative:
Describe event or problem) changed to: it is alleged that "the patient received a gunther tulip filter on (B)(6) 2006 at (B)(6)." It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided. (B)(4). Evaluation- no information regarding the event was provided. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "the patient received a gunther tulip filter on (B)(6) 2006 at (B)(6)." It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.

Manufacturer narrative:
(B)(4). The 510(k) is k043509. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 02/07/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2006 via the right femoral vein approach due to dvt with pe. Plaintiff is alleging device is unable to be retrieved. However, it was reported that there were no attempted retrievals.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating: "plaintiff is alleging device is unable to be retrieved. However, it was reported that there were no attempted retrievals". Cook will reopen its investigation if further information is received. A review of the complaint history, device history record, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended (e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava). Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques.